Event description:
Caller alleged discrepant high inratio inr results. Results are as follows: date: (B)(4) 2014. Inratio inr: 4.1, 0.8, and 5.5. The time between testing was 10 minutes. Reportedly, multiple finger sticks performed on the same finger. Therapeutic rang 2.0 - 3.0 for the pt. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation is pending.